Manufacturer narrative:
(B)(4).

Event description:
It was reported that during patient use, a ventilator generated an abnormal noise, and continued cycling. The patient was transferred to another ventilator without harm.

Manufacturer narrative:
(B)(4). The manifold was returned for evaluation. The service engineer evaluated it and could not verify the reported complaint. The manifold was placed into a test ventilator, allowed to run and it did not generate any abnormal sounds. A visual inspection was performed and no defects were observed. The reported malfunction was not duplicated.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.